Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer stated the keypad was not sensitive. The customer did not state any significant events leading to the issue. The insulin pump will be returned for analysis.